Event description:
A report was received that a patient will undergo a pocket revision procedure. The patient has a keloid scar formation at the pocket site and the patient is experiencing discomfort and tightness. The pocket revision is scheduled to occur at a later date.